Event description:
The customer reported that the sponges are flaking small fibers/debris. The fear is foreign body in the wound.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation. Instead, one photo was provided for review which only shows the lint but not the product therefore the exact root cause could not be identified. The physical sample is required for further investigation. We will continue to monitor related reports to determine if additional actions are necessary.